Manufacturer narrative:
The other ln vent1 condition was due to a wdog tst condition. In review of the event trace, we were unable to determine the root cause of the other ln vent1 alarm condition. The service technician replaced the power board as a precaution.

Event description:
It was reported that the ventilator powered down then back on with an audible alarm while connected to a patient. No patient harm reported.